Manufacturer narrative:
The customer¿s report that the tubing set leaked was confirmed. The set was inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a tear in the silicone segment directly below the upper fitment component. No other obvious damage or issue was observed. Functional testing confirmed leaking out from the tear. The cause of the leak was identified to be due to a tear on the silicone segment. The root cause of the damage was not identified.

Event description:
It was reported that a patient was receiving a combination infusion of doxorubicin (adriamycin) 20mg, etoposide (toposar) 100mg, and vincristine (oncovin) 0.79mg/sodium chloride 0.9% 1000ml infusing at a rate of 44.4ml/hour for the duration of 24 hours. The rn entered the patients room at approximately midnight to check on the patient when the rn touched the IV pole and noted that the IV pole had a "reddish" fluid from the chemotherapy IV infusion bag that also appeared to be leaking from the pump module. This resulted in an employee exposure to chemotherapy. The customer later confirmed that there were no adverse effects or harm caused to the adult patient from the event. The employee was seen in the ed, and followed-up with employee health.

Manufacturer narrative:
Concomitant medical products: alcohol cap; texium cap. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a patient was receiving a combination infusion of doxorubicin (adriamycin) 20mg, etoposide (toposar) 100mg, and vincristine (oncovin) 0.79mg/sodium chloride 0.9% 1000ml infusing at a rate of 44.4ml/hour for the duration of 24 hours. The nurse entered the patients room at approximately midnight to check on the patient when the nursed touched the IV pole and noted that the IV pole had a reddish fluid from the chemotherapy IV infusion bag that also appeared to be leaking from the pump module. This resulted in an employee exposure to chemotherapy. The customer later stated that there were no adverse effects caused to the adult patient from the event. The employee was seen by the ed and followed-up with employee health.